Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient has a type iii endoleak, fabric and is scheduled for intervention. The patient was treated with another manufacturer's stent graft. No additional clinical sequelae were reported and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). (Unknown cause of event). Conclusion: (unknown cause of event).